Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the 'up', 'down', 'ok', and 'contrast' buttons have intermittent response to user input. The buttons are sticking and are hypersensitive/scrolling in response. Keypad removed: contamination under all button contacts, inverted contact button was noted. Additionally, the pump was returned with a scratched lens, keypad worn, and paint peeling.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to declare an alleged keypad malfunction. The reporter stated that all of the keypad buttons have been intermittently unresponsive for one to two months. The reporter claimed the keypad buttons became totally unresponsive the week of (B)(6) 2012. It was reported that the patient wore the pump exterior to garment and did not clean the pump. There was no mention of keypad cracking or tearing in the report. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.